Event description:
The complainant reported addition information upon request: "the pump was removed and exchanged due to pump saturation followed by pump stop. The pump is not available for return."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
D9 device was returned and date was added. H6 type of investigation, investigation findings, and investigation conclusions were updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 38-year-old white male patient was brought to the emergency department after experiencing multiple shocks from a wearable cardioverter-defibrillator. The patient had a past medical history of coronary artery disease, congestive heart failure, recent coronary stent placement approximately two weeks prior, a reported left ventricular ejection fraction of 15 percent, and diabetes mellitus. The patient was taken to the cardiac catheterization laboratory and was found to have an occluded left anterior descending coronary artery. Coronary stents were placed. During the procedure, the patient experienced multiple episodes of ventricular fibrillation cardiac arrest, and an impella device was placed for mechanical circulatory support. The patient was subsequently transferred to a tertiary medical center. After transfer, the impella pump was noted to have an active ¿air in purge system¿ alarm. Waveforms were observed that were indicative of pump saturation. The pump subsequently failed. The impella device was removed and replaced with a new device. The second device showed low flow and a flat motor current despite good position. The decision was made to explant the pump and a clot was found on motor and inlet of impella. A third device was inserted and support was continued in the same session. Following device replacement, the patient was additionally escalated to a veno-arterial extracorporeal membrane oxygenation following a ventricular tachycardia. After multiple episodes of ventricular tachycardia and fibrillation, two sessions of ablations were carried out, improving rhythm stability. The patient was successfully weaned off support and the impella cp removed after 14 days of support.

Manufacturer narrative:
D1 was revised. H6 upon review by the investigation team, codes e0514, e060109, e060110 and a140508 that were report on the initial report were reported incorrectly and were removed.